Manufacturer narrative:
(B)(4). The customer reported to have troubleshooted the ventilator by checking connections and removing and reconnecting a speaking valve to the patient but was unable to resolve the issue. The service engineer (se) inspected the device and verified the reported issue. The se found that the leak in the circuit was caused by a leak in the connection tube to the water container. Once the se pinched off the tube to the container, the leak went away. The problem was the water container and its connection in the circuit. The se updated the software to the current revision, performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a circuit disconnect error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.